Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the alleged event. Even though root cause cannot be confirmed surgical technique may have contributed to alleged event.

Event description:
During literature review it was identified three patients experienced cage malpositioning during extreme lateral interbody fusion procedures resulting in additional treatment for neurological impairment or instability. No information provided on interbody cages used and additional treatments.